Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the cuff was not working, and the patient was experiencing urinary incontinence. All components were removed and replaced. After the procedure, a small pinhole was identified in the cuff. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D6a: implant date is an approximate.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the cuff was not working, and the patient was experiencing urinary incontinence. All components were removed and replaced. After the procedure, a small pinhole was identified in the cuff. No patient complications were reported.